Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during the load sequence with multiple new cartridges. Blood glucose level was 132 mg/dl. Reportedly, the customer reverted to insulin pens for insulin therapy.